Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, and a cracked reservoir tube.

Event description:
Customer reported via phone call that the insulin pump was cracked and leaking insulin all over. Customer stated that the damage was on the top where the reservoir screws in. Customer stated that their back pocket was wet when they looked at the crack. Customer's blood glucose reading at the time of the call was 402 mg/dl. Advised customer that the product will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.